Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient was hearing an alert tone. The alert was suspected to have been triggered due to a poor connection between the competitor right atrial (ra) lead and the device header. Reprogramming was indicated to have occurred. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.